Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for chronic low back pain and spinal pain reported via the manufacturer¿s representative (rep) on december 1st they started experiencing random events of intense stimulation and shocking five to six times a day for a few seconds. The consumer denied any falls that could be related to the issue. It was recommended the consumer turn the device off if the events continued to occur until they were able to meet with the rep. For further troubleshooting on (B)(6). The issue wasn¿t currently resolved.

Manufacturer narrative:
Analysis of the ins found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the impedance check came back all within normal limits, and that they adjusted the transition zones because it almost always happened while they were sitting in the recliner. It was reported that more than likely that was the cause, as no incidents had been reported since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.